Manufacturer narrative:
Batch review performed on 14 may 2019: lot 184902: (B)(4) items manufactured and released on 18-sep-2018. Expiration date: 2023-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient came in due to signs of infection about 1 month after primary, the pathogen is unknown. The surgeon performed and I&d and poly-swap and the surgery was completed successfully.